Event description:
Healthcare professional reported left side ¿severe baker IV capsular contracture, seroma," "breast deformity, hardening and severe granulated scar tissue, [deflation], painful, calcified tightening breast¿. Device has been explanted and replaced.

Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; seroma; capsular contracture, baker grade IV.